Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. Device evaluation revealed: electrical contact of ultrasonic connector was damaged, there was insufficient adhesive in screw holes of distal end, due to wear of angle wire, bending angle in up direction did not meet the standard value, the adhesive on bending section cover had a crack. The control unit, the scope connector cover and universal cord had corrosion due to water leakage. The switch box had a scratch, the connecting tube had a dent and scratch. Additionally, due to corrosion, switch number 1 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope, during a fine-needle aspiration biopsy, the electrical contact of ultrasonic connector was damaged. The procedure was completed. There were no reports of patient harm or impact associated with the event. Upon evaluation of the returned device, it was observed that there was insufficient adhesive in screw holes of distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to mishandling. Olympus will continue to monitor field performance for this device.